Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: this patient was hospitalized for a thoracic (arch and descending) aortic aneurysm. On (B)(6) 2022, the patient presented with back pain and fell into a state of shock. An aortic aneurysm rupture was confirmed and the patient underwent emergent endovascular treatment using two gore® tag® conformable thoracic stent graft with active control system (ctag acs) and gore® dryseal flex introducer sheaths (dsfs). A dsf2233 was inserted from the right femoral artery but the physician met resistance and it could not be advanced into the common iliac artery (cia); therefore, the physician decided to change the access site to the left femoral artery. He withdrew the dsf2233 and found it was kinked. Another dsf2233 was inserted in the left side. For the right side, a dsf2033 was inserted to secure access route as vessel injury in the right side was considered. In the left side, again it was difficult to advance the dsf2233 due to resistance. The physician then inserted only the dilator of the dsf to dilate the access vessels. Thereafter, the dsf2233 was able to advance into the target site. Two ctag acs (proximal tgmr373720j, distal tgm343420j) were successfully deployed. The proximal end was just distal to the left subclavian artery and the distal end was just proximal to the celiac artery. A type ib endoleak was noted. Therefore, an aortic extender (36 mm) of gore® excluder® conformable aaa endoprosthesis was additionally placed just proximal to the superior mesenteric artery, and the endoleak was resolved. Reportedly, the coverage of the celiac artery was planned as a treatment option before the procedure. When the dsf2233 was withdrawn from the left side, a rupture was confirmed in the left iliac artery. To fix the rupture, three gore® viabahn® vbx balloon expandable endoprostheses (vbxs) were implanted in the left cia and external iliac artery (eia). The left cia and eia were fully covered by the vbxs. Reportedly, the left internal iliac artery (iia) was originally obstructed; thus, no unintentional obstruction occurred in the left side. When the dsf2033 was withdrawn from the right side, a rupture was confirmed in the right eia. To fix the rupture, three vbxs were implanted in the eia; however, there was still bleeding from the right cia. Therefore, an additional vbx was implanted in the right cia. The right iia was embolized at that time and this was unplanned vessel obstruction. The ruptures in both the sides were resolved. The patient tolerated the procedure. The reporting physician commented as follows: the access vessels were severely calcified and stenosed (diameter of the cia was approximately 6 mm). The aorta was also calcified (diameter of the terminal aorta was approximately 10 mm). Therefore, access vessel injury was within expectation.